Event description:
It was stated the patient has had like 8 battery replacements and it normally does this unpredictable stimulation near then end of life. It was reported the patient felt ¿like it was going up and down on its own.¿ patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).